Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 46 first prime pulses and alarmed at the end of the first priming sequence, returning an 0x34 alarm. This alarm indicates that the processor was reset for an unknown reason. The generation of this alarm prevented the start of the second priming sequence and resulted in the needle not deploying. Inspection of the device found all batteries too low to power the device. No evidence was found that would result in the batteries prematurely discharging. The top battery spring was found installed incorrectly, resulting in a misalignment with the battery spring pad on the pcb. No evidence was found that would result in the processor resetting; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod, chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.